Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was broken at front left corner and cracked under tube holders. Bottom case was missing front right rubber foot. Right plunger case was cracked at top surface. Error history log review found a motor rate error. "Motor rate error" alarm sounded after 24.384 ml were displaced during occlusion test. The root cause of the reported issue was found to be due to normal wear. The pump was over 14 years old. Actions were taken to mitigate the reported issue: replaced worn coupling, worn gear, motor mount, lead screw, clutch spring, and both clutch halves. Cleaned, greased; calibrated device and performed all functional tests which passed.